Event description:
This problem occurs with all o2 saturation cable/monitors of this type. The patient is in the intermediate care (imc) with a cardiac oxygen (o2) saturation monitor. When the nellcor sensor is disconnected at the junction or at the cable line, the alarm does not sound. This problem is consistent with this type of sensor. The monitor does alarm when the sensor is disconnected from patient.